Event description:
It was reported that the pt experienced extreme facial flushing after PICC fully inserted. Pt reported feeling very warm and seeing stars and started, "I don't feel well." The PICC was pulled back 4cm (final tip placement, lower svc). Cool cloths were applied to forehead, symptoms resolved within approx 5 mins.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reua0549 showed no other similar product complaint(s) from this lot number.